Event description:
It was reported that a revision surgery was performed due to pain and dislocation.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated that a revision was performed due to pain and dislocation, and the surgeon does not fault the device for the revision. There will be no explants or clinical documents provided for review. Therefore based on the lack of information, a thorough clinical assessment cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.